Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre reader and no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered in device manufacture date is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported that the adc device is not powering up with a button press or test strip insertion. A glucose reading of 60 mg/dl was obtained from an unspecified device and it was reported that the customer experienced stomach pain, sweating, and vomiting. The customer was unable to self-treat, requiring oral treatment of coffee with sugar from a non-healthcare professional. No further information was provided. There was no report of death or permanent impairment associated with this event.